Event description:
Reporter stated that a patient's venous blood glucose was tested, using the suspect device, with a result of "hi" (>600 mg/dl). The same sample was reportedly retested, in the facility's lab, with a result of 67 mg/dl. Reporter did not know if patient was treated based on the value obtained on the suspect device. No adverse event was reported. Quality control testing had been performed on the suspect product and the results were within the acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.